Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this patient complained of feeling a burning sensation around the device. The device was interrogated and showed a low shock impedances of 20 ohms or less on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and asked when this occurred, and if the patient was around any electromagnetic interference (emi) . The device read that low shock impedances sometime in the last month, and no emi interference noted. Ts suggested a memory download be done and sent in to boston scientific for analysis to determine root cause. Ts also suggested some troubleshooting, such as slightly pressing on the pocket while checking impedance measurements. Also discussed defibrillation testing done at implant and all numbers were within normal limits. Ts asked if patient had any trauma to their chest, and patient did not. To date, there have been no adverse patient effects reported and both the device and lead remain implanted with no intentions to intervene.